Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The patient's concurrent conditions included right lower quadrant pain (sharp pain.) And abdominal pain (stabbing.). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed in september 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful fallopian occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received. Reporter information, concomitant disease, lab data, lot number, date of birth was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The patient's concurrent conditions included right lower quadrant pain (sharp pain.) And abdominal pain (stabbing.). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful fallopian occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("apparent misallocation of the right essure device / essure was malpositioned") in a 22-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The patient's concurrent conditions included right lower quadrant pain (sharp pain), abdominal pain (stabbing), menstruation prolonged, adenomyosis, follicular cyst of ovary and adnexa uteri cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure) and surgery (underwent robotic hysterectomy with right salpingooophorectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful fallopian occlusion. X-ray - on (B)(6) 2015: misallocation of the right essure device. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, apparent misallocation of the right essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Event apparent misallocation of the right essure device / essure was malpositioned was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('apparent misallocation of the right essure device / essure was malpositioned') and pelvic pain ('pain') in a 22-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain (sharp pain.), abdominal pain (stabbing.), menstruation prolonged, adenomyosis, follicular cyst of ovary and adnexa uteri cyst. On (B)(6)2012, the patient had essure inserted. In (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy rash/skin condition"), vaginal discharge ("bladder/urinary problems vag. Discharge"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), oophorectomy (unilateral) and patient had surgery to remove the essure : robotic hysterectomy with right salpingooophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, device expulsion, dermatitis allergic, vaginal discharge, alopecia, migraine and headache outcome was unknown and the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, dermatitis allergic, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: a discrepancy has been noted in the implant date of the previous version as (B)(6)2012. Plaintiff received treatment for pain, bleeding and expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: successful fallopian occlusion. X-ray - on (B)(6)2015: results: misallocation of the right essure device. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, apparent misallocation of the right essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received, reporter information updated ,essure start stop date, previous event injury to herself deleted and new event apareunia , dysmennorhea (cramping), dyspareunia (painful sexual intercourse),abdominal , menorrhagia (heavy menstrual bleeding), allergy rash/skin condition, breakage/ expulsion , vaginal discharge , hair loss, migraines, headache and outcome were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation/device expulsion'), device dislocation ('apparent misallocation of the right essure device / essure was malpositioned/migration'), pelvic pain ('pain/pelvic pain') and autoimmune disorder ('autoimmune disorder') in a 22-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain (sharp pain.), abdominal pain (stabbing.), menstruation prolonged, adenomyosis, follicular cyst of ovary and adnexa uteri cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy rash/skin condition"), vaginal discharge ("bladder/urinary problems vag. Discharge"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), pelvic adhesions ("dense pelvic adhesions") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), oophorectomy (unilateral, hysterectomy (full),salpingectomy (bilateral), oophorectomy (unilateral) and patient had surgery to remove the essure : robotic hysterectomy with right salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, autoimmune disorder, dermatitis allergic, vaginal discharge, alopecia, migraine, headache, allergy to metals, psychological trauma, pelvic adhesions and ovarian cyst outcome was unknown and the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: a discrepancy has been noted in the implant date of the previous version as (B)(6) 2012. Plaintiff received treatment for pain, bleeding and expulsion. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, nickel allergy, autoimmune disorder, psych injury, migration, perforation, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: successful fallopian occlusion. X-ray - on (B)(6) 2015: results: misallocation of the right essure device. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, apparent misallocation of the right essure device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: quality-safety evaluation of product technical complaint, follow-up 7 and 8 processed together. On 3-dec-2019: content from social media and reporter were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("apparent misallocation of the right essure device / essure was malpositioned") and pelvic pain ("pain") in a 22-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain (sharp pain.), abdominal pain (stabbing.), menstruation prolonged, adenomyosis, follicular cyst of ovary and adnexa uteri cyst. On(B)(6)2012, the patient had essure inserted. In september 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and injury ("injury to herself"). The patient was treated with surgery (patient had surgery to remove the essure : robotic hysterectomy with right salpingooophorectomy and underwent robotic hysterectomy with right salpingooophorectomy). Essure was removed in september 2015. At the time of the report, the device dislocation, pelvic pain and injury outcome was unknown. The reporter considered device dislocation, injury and pelvic pain to be related to essure. The reporter commented: a discrepancy has been noted in the implant date of the previous version as (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: successful fallopian occlusion. X-ray - on (B)(6)2015: results: misallocation of the right essure device. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, apparent misallocation of the right essure device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: summons received: new event 'injury nos' and new reporters were added. Implant date of essure updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation/device expulsion'), device dislocation ('apparent misallocation of the right essure device / essure was malpositioned/migration'), pelvic pain ('pain/pelvic pain') and autoimmune disorder ('autoimmune disorder') in a 22-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included right lower quadrant pain (sharp pain.), abdominal pain (stabbing.), menstruation prolonged, adenomyosis, follicular cyst of ovary and adnexa uteri cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy rash/skin condition"), vaginal discharge ("bladder/urinary problems vag. Discharge"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), pelvic adhesions ("dense pelvic adhesions") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), oophorectomy (unilateral, hysterectomy (full),salpingectomy (bilateral), oophorectomy (unilateral) and patient had surgery to remove the essure : robotic hysterectomy with right salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, autoimmune disorder, dermatitis allergic, vaginal discharge, alopecia, migraine, headache, allergy to metals, psychological trauma, pelvic adhesions and ovarian cyst outcome was unknown and the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, psychological trauma, uterine perforation and vaginal discharge to be related to essure. The reporter commented: a discrepancy has been noted in the implant date of the previous version as (B)(6) 2012. Plaintiff received treatment for pain, bleeding and expulsion. Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, nickel allergy, autoimmune disorder, psych injury, migration, perforation, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: successful fallopian occlusion. X-ray - on (B)(6) 2015: results: misallocation of the right essure device. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: pelvic pain, apparent misallocation of the right essure device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: nickel allergy, autoimmune disorder, perforation, dense pelvic adhesions, right ovarian cyst and device breakage were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.